Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the system was able to take exposures using the hand switch and the reported problem was associated with the footswitch. The connection between the footswitch and the table was loose. The fse fixed the footswitch connector from the table side and reconnected the footswitch. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not start and a button active during startup error message appeared on the screen. The device was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.